Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle, causing the pump to shut down. There was no adverse impact to the customer's blood glucose level. Customer reverted to using an alternate pump for insulin therapy.